Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to physical stress (e.g., the insertion part interferes with the mouthpiece and rubs, or used in cases where the insertion site does not smoothly enter the tracheal tube, etc.), or deterioration due to chemical stress (e.g., a water-insoluble spray-type pharyngeal anesthetic, such as xylocaine spray, is sprayed directly onto the insertion site, or the device is reprocessed in a way not recommended by olympus, etc.). However, a definitive root cause could not be determined. The following information is stated in the instructions for use which may have prevented the event: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. -use a low-foaming and neutral ph detergent that is labeled for use on medical device, which may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories." The reported issue (noisy image) was not confirmed or duplicated. In addition, service found the connecting tube was dented, the bending angle in the up direction was out of specification due to wear of the angulation wire, the suction volume was out of specification due to a broken suction channel, there was a leakage due to the broken channel, the grip unit was deformed, the electrical connector was corroded due to a leakage, the insulation resistance value of the distal end was out of specification due to a pinhole in the bending section cover, and there was a leakage due to a pinhole in the bending section cover. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying a noisy image. The reported issue occurred while preparing the subject device for use in an unspecified procedure. The intended procedure was completed using another device. There was no delay in the procedure due to this issue. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the connecting tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).